Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, the device would not fire correctly on the first three or four tries. The clips were not closing correctly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.